Event description:
It has been reported to philips that the allura system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to boot up. During troubleshooting, fse found voltage fluctuation inside the system. Review of log files did not show any related malfunctions. Fse fixed the voltage fluctuation problem by tightening the power cables. After tightening of power cables, the system returned to use in good working order. The codes were updated based on the investigation outcome.